Event description:
Customer went to the emergency room due to a diabetes-related issue characterized by high blood glucose levels reaching 350 mg/dl. There was no adverse impact on customer¿s health beyond the heightened blood glucose level, and no ketones were detected. Upon examination, the pump and related supplies showed no signs of malfunction, and all equipment was used within prescribed guidelines. Customer received treatment with saline and humalog rapid insulin, which successfully addressed the issue without causing any permanent injury. Post-release, customer ceased using the pump and transitioned to multiple daily injections. Technical support confirmed the pump's proper functionality and advised the customer to consult a diabetologist for ongoing management.